Manufacturer narrative:
A ge representative evaluated the system and found the system to be operating as intended. (B) (4).

Event description:
The customer reported that system displays a black fading image. No pt injury was reported.